Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 6: glucose 47 / 87 mg/dl; bicarbonate 15 / 25 mmol/l. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 8: glucose 61 / 115 mg/dl. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 12: bicarbonate 11 / 20 mmol/l. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 13: creatinine 0.48 / 1.1 mg/dl; calcium 7.9 / 9.0 mg/dl. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 2: glucose 45 / 166 mg/dl; bicarbonate 8 / 21 mmol/l; calcium 6.3 / 8.0 mg/dl; total protein 2.2 / 6.2 g/dl. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 5: glucose 52 / 81 mg/dl; calcium 7.2 / 9.1 mg/dl; total protein 1.0 / 7.3 g/dl. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 7: vancomycin 3.3 / 9.7 ug/ml. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 10: bicarbonate 12 / 19 mmol/l. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 4: bicarbonate 3 / 24 mmol/l; total protein 3.8 / 7.6 g/dl; alp 29 / 50 u/l. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 11: creatinine 1.43 / 2.1 mg/dl. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 3: creatinine 0.67 / 1.29 mg/dl; calcium 7.3 / 9.0 mg/dl; alp 55 / 70 u/l. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 9: glucose 37 / 107 mg/dl; bicarbonate 12 / 22 mmol/l. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.

Event description:
User experienced abnormal probe sucking alarms and low results for multiple assays on numerous pt samples. Eighteen pt samples were known to be involved. Thirteen examples were provided. Results are documented as initial / repeat. Sample 1: glucose 34 / 130 mg/dl. Erroneous results was reported for pt samples 6 through 13 only. Results had to be corrected. User stated, to her knowledge, these pts were not adversely affected. The field service rep found the sample probe spring motion in the sample head was not normal and the probe was not staying in the upward position and not returning to the down position when lifted. He replaced the sample probe, sample lld pcb and internal probe wash valve assembly for all probes. Performance tests were performed.